Event description:
It was reported that during preparation for percutaneous coronary intervention procedure, a stent dislodgement occurred. A 3.50x12mm promus element drug-eluting stent was being prepped for use when the stent fell off from the stent delivery system. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Event description:
It was reported that during preparation for percutaneous coronary intervention procedure, a stent dislodgement occurred. A 3.50x12mm promus element drug-eluting stent was being prepped for use when the stent fell off from the stent delivery system. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device is combination product. (B)(4). Device evaluated by MFR. It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
Device evaluated by MFR: the catheter was returned in two sections due to distal lumen and corewire having been cut 1 cm distal to the guidewire exchange port. A visual and microscopic examination found that the port was torn. This damage is most likely caused during guidewire removal. The stent was detached from the balloon and pushed proximally over the catheter. It is loosely on the distal outer, approximately 2cm distal to the point where the catheter was cut. The stent is bunched up. The balloon was fully folded with stent crimp marks evident. The hypotube was kinked at various locations. Traces of blood were visible in the guidewire lumen indicating the device had been advanced over the guidewire. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).